Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This is the same case as MDR ID 3011632150-2019-00039. The patient was treated as part of the (B)(6) study on (B)(6) 2018. At index procedure ((B)(6) 2018), the patient presented with a restenotic occlusion located in the middle to distal third of the superficial femoral artery (sfa) of the right leg. A 5.0 x 100 mm biomimics 3d stent was implanted. On (B)(6) 2018 occlusion of the right sfa was reported. During 12-mo fu patient reported claudication pain after a few meters. In the dus examination a re-occlusion of the sfa right (target vessel) was detected. Re-intervention was recommended. Patient admitted for a pta on (B)(6). The device remains implanted.